Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump properly delivered all units that were programmed during testing. The insulin pump was received with a corroded battery cap contact and battery tube. However, the insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported that the insulin pump alarmed for a motor error when they put in a new battery. She stated that the customer was attempting to deliver 6 units of insulin but only received 5.9 units. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.